Event description:
Healthcare professional (hcp) reported patient was injected with 3 syringes of juvéderm® voluma¿ with lidocaine and experienced early inflammation with pus drainage. Patient was prescribed antibiotics. Symptoms improved, but the induration persisted and the inflammation recurred. Patient was prescribed corticoids and varidasa. One week later, patient was prescribed antibiotics again. Patient developed a zone with apparent purulent collection that hasn't been drained. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00238 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine with lot number vb20b10464.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient was injected with 3 syringes of juvéderm® voluma¿ with lidocaine and experienced early inflammation with pus drainage. Patient was prescribed antibiotics. Symptoms improved, but the induration persisted and the inflammation recurred. Patient was prescribed corticoids and varidasa. One week later, patient was prescribed antibiotics again. Patient developed a zone with apparent purulent collection that hasn't been drained. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00238 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine with lot number vb20b10464.

Event description:
Additional information noted a depression area where the abscess was but was corrected using hyaluronic acid. The event resolved approximately three months and a half after onset.